Event description:
Tech reports "starting hemodialysis tx 2 pts with new filter developed hypotension, general malaise, and numbness of the face. Both pts were given benadryl. Neither required further medical intervention or follow-up. The tech is no longer available for details. Samples were discarded.